Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 325cc filled to 360cc breast implant, catalog number 3501650, lot number 216031. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 325cc filled to 360cc breast implants and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the physical exam. The left breast implant was not affected. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 500cc breast implants on (B)(6) 2018.

Manufacturer narrative:
On 7/10/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease and an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).